Event description:
The customer reported a pads/paddles related ECG fault. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported a pads/paddles related ECG fault. There was no report of patient involvement or adverse patient impact. The local philips representative evaluated the device, conformed the malfunction and replaced power pca to resolve the malfunction.